Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: no batch#/sample available.

Event description:
Material no. 305111, batch no. Unknown. It was reported that during use of the bd precisionglide¿ needle it is difficult to aspirate/draw and there is leakage. Leakage occurred at the connection between the needle and the syringe. This occurred on 3 separate occasions but the date/time is unknown. The following information was provided by the initial reporter: contact stated that with the new ½¿ needles they experienced fill resistance insulin leakage out of the syringe, and also being unable to draw up air. Leakage occurred at the connection between the needle and the syringe. Customer stated that this was the case for all three syringes reported.

Event description:
Material no. 305111 batch no. Unknown it was reported that during use of the bd precisionglide¿ needle it is difficult to aspirate/draw and there is leakage. Leakage occurred at the connection between the needle and the syringe. This occurred on 3 separate occasions but the date/time is unknown. The following information was provided by the initial reporter: contact stated that with the new ½¿ needles they experienced fill resistance insulin leakage out of the syringe, and also being unable to draw up air. Leakage occurred at the connection between the needle and the syringe. Customer stated that this was the case for all three syringes reported.

Manufacturer narrative:
Reason code for no evaluation: if other specify see section.